Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. Product was provided for investigation. An external visual inspection was performed and failed due to major damage. The allegation was undetermined via product. The probable cause could not be determined.

Event description:
Subsequent to the initial and follow-up mdrs, it was determined that reports were submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-218510 and 3004753838-2024-218510-01 were reported in error. Please disregard initial reportings of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing needle occurred. The sensor was inserted into the arm on (B)(6) 2024. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.